Event description:
During the procedure the ablation catheter electrodes 9-10 failed. The cable was changed with no resolution so the catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for intravascular catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).